Event description:
It was reported that the "up, down and ok" buttons were unresponsive. There is no additional information available at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be peeling and torn at the ok button. The damaged keypad is obvious and detectable to the user and should alert the user to discontinue use of the product. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.